Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, fielder, guide catheter: hyperion al1, stent: xience sierra 2.5x15. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, concentric distal right coronary artery that was 99% stenosed. Pre-dilatation was performed with a 2.5 mm non-abbott balloon and then a 2.5x15mm xience sierra was deployed at the distal part of the lesion. When advancing a 2.5x18mm xience sierra stent delivery system (sds) in the proximal part, resistance with the anatomy was noted. The xience sierra stent was attempted to be deployed at 12 atmospheres; however, the stent-balloon was noted as losing pressure. The gauge pressure was increased to 20 atmospheres, and the stent deployed. Once the stent delivery system was removed, it was confirmed that a rupture occurred at an unknown atmosphere. The dilatation of the stent was performed with 2.0 and 2.5mm non-abbott balloons and successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device status changed from returning to not returned. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. It was reported that the device was prepped (air aspiration) inside the anatomy. It should be noted that the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use, states: prepare an inflation device/syringe with diluted contrast medium. It should also be noted that the electronic instructions for use, specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There was no damage noted to the stent delivery system (sds) during the inspection prior to use, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.